Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 558 mg/dl. Caller stated that customer was vomiting, shaking and very sick. Hospital treated with saline. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.